Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to loosening and pain. Patient was revised to a size 9 synergy stem with a standard ceramic head.